Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv2 ruptured during patient use. The device had been infusing an unknown patient with an unknown drug for 1 hour when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. Visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. The root cause investigation is currently being performed under CAPA # (B)(4). A follow up report will be submitted if additional information becomes available.